Event description:
A physician reported during an intraocular lens (iol) implant procedure, when the lens was opened, it was observed that one of the haptics was broken. The iol was removed from the eye, and a new lens was implanted in its place. No harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9.,d.10.,h.3., h.6. And h.11. The lens was returned in the lens case, positioned correctly. Viscoelastic and what appeared to be blood were observed on both sides of the lens. Both haptics were broken inside the haptic insertion areas. One of the broken portions was returned, adhered in the viscoelastic on anterior surface. The optic was cracked in one haptic insertion area. Multiple scratches were observed on the posterior and anterior surface of the optic at this haptic insertion area. There was also a chipped area on the edge near this damage. This damage may have occurred during the lens removal. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. A non-qualified cartridge was indicated with a qualified handpiece. It is unknown if a qualified viscoelastic was used. The company model is only qualified for use in the company cartridges. The lens was returned. Both haptics were broken. Optic damage was also observed. The root cause for the observed damage is most likely related to a failure to follow the IFU. A non-qualified cartridge was indicated. The company model is only qualified for use in the cartridges. It is unknown if a qualified viscoelastic was used. The IFU (instructions for use) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).